Event description:
It was reported that a case was scheduled for abdominal washout and possible skin graft for a patient with a gunshot wound. A skin graft was performed using a zimmer dermatome. A new meshgraft was opened and had an old handle on it and thus did not work. Another old meshgraft was opened and skin was obtained for skin grafting, when using the mesh grafter, it did not properly mesh. There was a problem with the blade, some areas cut too deeply, others not meshed, needed to use a knife blade to make additional cuts, and may need future additional skin graft. The surgeon stated that this is a recurrent problem with dermatomes and meshgrafts, handles are not correct or do not work. There was no patient harm.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.